Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#: (B)(4).

Event description:
Resmed received notification of a claim from an attorney who alleged a patient sustained smoke inhalation injury on (B)(6) 2022 and subsequent death on (B)(6) 2022 due to ¿explosion¿ of resmed vpap auto 25 h4i humidifier with serial number (B)(6). It was reported the device started burning, cut off and screen went blank. It was further reported that the patient inhaled smoke and woke up. The attorney said the device was plugged into an electrical socket within the patient¿s home at the time of the event. No further information has been made available to resmed.

Event description:
Resmed received notification of a claim from an attorney who alleged a patient sustained smoke inhalation injury on (B)(6) 2022 and subsequent death on (B)(6) 2022 due to ¿explosion¿ of resmed vpap auto 25 with serial number (B)(6) and h4i humidifier with serial number (B)(6). It was reported the device started burning, cut off and screen went blank. It was further reported that the patient inhaled smoke and woke up. The attorney said the device was plugged into an electrical socket within the patient¿s home at the time of the event. No further information has been made available to resmed.